Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused filter tilt with the cone lying on the inferior vena cava (ivc) wall and possible embedded into the wall, struts perforate the ivc wall with contact on the abdominal aorta and a strut is fractured. The patient reported becoming aware of filter tilt approximately four years and ten months post implant. The patient also reported chest pain and anxiety related to the filter. According to the implant record the indication for the filter implant was recurrent deep vein thrombosis (dvt) with peripheral venous insufficiency despite the use of anticoagulants. The filter was placed via the right femoral vein and deployed below the position of the renal veins. This was confirmed fluoroscopically. About four years and four months post implant the patient underwent an abdominal computerized (CT) scan for filter assessment. The results noted an ivc filter in place in the shape of a trapease type filter. The cranial tip of the filter is about 1.7 cm caudal from the renal vein ostia. The long axis of the filter is directed slightly ventrally and towards the left as the filter progresses cranial with the cranial and caudal tips of the filter contacting the walls of the inferior vena cava with no deformity of the caval wall. The left lateral most right contacts the right lateral wall of the abdominal aorta, however, is within 3mm of the wall of the ivc. There is a fracture of the posterior most filter strut which is best appreciated on the sagittal reformatted images. The product remains implanted and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The trapease ivc filter is intended for permanent placement. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films or post implant imaging available for review, the reported events could not be confirmed or further clarified. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Per the implant records, the filter was indicated for recurrent deep vein thrombosis (dvt) with peripheral venous insufficiency despite the use of anticoagulants. The right groin area was prepped and draped in the usual fashion, and the right femoral vein was then entered percutaneously using seldinger technique. A long venous sheath was then introduced into the right femoral vein over a long guidewire. A pigtail catheter was then introduced over the guidewire into the inferior vena cava. An inferior vena cava angiogram was performed, identifying the renal veins. The inferior vena cava filter was then introduced into the venous sheath and advanced under fluoroscopic control into the inferior vena cava and deployed below the position of the renal veins. This was confirmed fluoroscopically. About four years and four months after the filter was implanted, the patient underwent an abdominal computerized (CT) scan indicated for filter assessment. The scan reported the abdominal aorta normal in diameter with a small quantity of scattered atherosclerotic plaque. An inferior vena cava filter in place with the shape of a trapease type filter. The cranial tip of the filter is about 1.7 cm caudal from the renal vein ostia. The long axis of the filter is directed slightly ventrally and towards the left as the filter progresses cranial with the cranial and caudal tips of the filter contacting the walls of the inferior vena cava with no deformity of the caval wall. Assessment for stenosis or occlusion of the cava is limited on this non contrast examination. The left lateral most right contacts the right lateral wall of the abdominal aorta, however, is within 3mm of the wall of the inferior vena cava. There is a fracture of the posterior most filter strut which is best appreciated on the sagittal reformatted images. A small, fat-containing umbilical hernia is noted. According to the information received in the patient profile form (ppf), the patient reports tilting of the filter, becoming aware of this event approximately four years and ten months after the filter implantation and further experienced chest pain and anxiety related to the filter.

Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to, the filter is tilted with its cone lying on the inferior vena cava (ivc) wall and possibly embedded into the wall, struts perforate the ivc wall with contact on the abdominal aorta and a strut is fractured. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter-tilt, filter-fractured - in patient, device embedded in vessel or plaque and inferior vena cava perforation¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural/handling factors, or vessel characteristics, although unknown, may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, ¿filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. Possible long-term complications associated with filter implantation include, but are not limited to, the following: filter obstruction, filter perforation of the vena cava wall, filter migration, filter fracture, recurrent pulmonary embolism.¿ additionally, the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The timing or mechanism of the tilt has not been reported at this time. It is unknown if the tilt contributed to the perforation. Without images available for review the reported tilt or perforation could not be confirmed or further clarified. The legal brief also noted that the filter was embedded in the wall of the ivc. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Since no lot number was provided a phr could not be generated. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter is tilted with its cone lying on the inferior vena cava (ivc) wall and possible embedded into the wall, struts perforate the ivc wall with contact on the abdominal aorta and a strut is fractured. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.